Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an inappropriate mode switch due to non-tracking and far field r-waves. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.